Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the returned device, the following defects were found: bending section was heavy when angulated, c-cap had dents and scratches, angulation has slack, angle knobs was not locking properly, bending angle did not meet specification and bending rubber adhesive detached. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for micrococcus leuteus and staphylococcus haemolyticus. The flushing and brushing of all channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, on (B)(6) 2022. The procedure that occurred before the device tested positive was a colonoscope. The procedure was completed using the suspected device. It is unknown if the device was inspected before the procedure. No other devices were reported to have been involved in the event. No issues were noted with the patient after the procedure was completed. The event was not reported to the local competent authority. There were no reports of patient harm or patient infection as the result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms at less than 10 cfu were detected by the user facility during reprocessing. Further investigation was not required by the facility. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, the defects were not considered severe enough to cause a potential adverse event. Olympus did not perform a culture test therefore, the event was not confirmed. Multiple attempts were made to obtain additional information from the user facility but were unsuccessful. If additional information becomes available this report will be supplemented accordingly. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."